Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
At 2.5 months post-op the patient came in with dislocated shoulder. After x-rays, surgeon suspected the patient had a disassociation of the poly insert and the stem. During the revision surgery, the poly was disassociated from the stem. The surgeon decided to keep the stem in the patient as it was cemented.

Manufacturer narrative:
Recall information to FDA done on 19-sept-2016 under recall ID 1649390-09/16/16-001-r. This is the final report submitted regarding this surgical event and medical device.